Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. After the customer completed a reset, the pump did not display the cgm error again, and the caller successfully started their sensor session.